Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead became dislodged. The physician suspected that the lead helix may have retracted following implantation. As a result, the atrial lead was not used and was replaced during the same procedure. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events were device dislodged or dislocated and failure to extend helix. As received, a complete lead was returned in one piece for analysis. The reported event of failure to extend helix issue was confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.